Manufacturer narrative:
Details such as patient and device information was not provided as this research article was performed retrospectively.

Event description:
It was reported through a literature review article that an abbott high voltage (hv) device may be related to increased perioperative cardiac events occurring with improper preoperative interrogations of implantable devices. An adverse event of symptomatic sinus bradycardia with multiple device firings was documented perioperatively. Methods of resolving the issue was not listed and will not be provided as this research was done retrospectively.